Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site on (B)(4) 2013 following this event. The fse noted that triglyceride (trig) and total protein (tp) reagent bottles were almost empty at the time that the erroneous results were generated. The fse replaced the sample transport assembly and adjusted the reagent transport assembly on unit 3 where trig and tp are run. Conclusions: a specific failure mode for this event has not been identified at this time; the beckman coulter fse continues to monitor this reagent level sense issues at the customer's site. All related reports associated with this event: 9612296-2013-00098, 9612296-2013-00104.

Event description:
The customer reported obtaining erroneous triglyceride (trig) and total protein (tp) results due to reagent level sense issues, for multiple patients, involving the beckman coulter au5400 clinical chemistry analyzer. The customer provided original and repeat patient results for trig, but no data was supplied for tp. The customer provided erroneous trig results for twenty-two (22) patients for this event. The customer could not confirm if any of the results were released out of the laboratory as the customer is a large reference laboratory. It is unknown if there is any change or effect to patient treatment in connection with this event. Multiple requests for the tp results have been made to the customer but the customer has not provided any tp data. The customer stated that there were no trig, and tp calibration or quality control (qc) issues prior to the erroneous results.

Manufacturer narrative:
Continued investigation by beckman coulter discovered that the level sense issues were centered on reagents which were provided in the 180 ml size kits. The reagent kits require the use of pipe/straw which must be inserted in the bottle prior to use. The pipes must sit straight in the bottle and must not contact the bottom of the reagent bottle. Dead volume criteria must also be met. The fse stated that about 75% or more of the pipes that were evaluated failed to meet visual inspection. The fse noted that the customer consolidates all of the pipes/straws from all reagent kits into one bin and pulls out of that stock as needed. The fse evaluated multiple pipes from the consolidated bin which would cover pipes/straws from any 180 ml reagent kit as well as any blank 180 ml bottle kits for pour-over reagents. The pipes evaluated were not straight and most show a slight curve that is difficult to detect without a straight line of comparison. With a curved pipe, the instrument's reagent probe is likely to contact the side of the pipe and falsely indicate the level of that reagent. Beckman coulter confirmed the presence of curved/bent pipes/straws from reagent warehouse stock and will continue to investigate this issue. All related medwatch reports associated with this event: 9612296-2013-00098, 9612296-2013-00102, 9612296-2013-00104, 9612296-2013-00108, 9612296-2013-00109, 9612296-2013-00110.